Event description:
A malfunction alarm was reported with the code "malf 9," which indicated a momentary motor skip, typically due to a high force impact like dropping the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arose again, which the customer understood.